Manufacturer narrative:
The device in question was returned to boston scientific for eval. A device history record (DHR) review, an initial condition exam and a visual/microscopic exam were performed as part of the device evaluation. Also, prior experimental data attempting to reproduce the failure was included as part of the device evaluation. The DHR review confirmed that this device met all material, assembly and performance specs. The device in question was returned partially withdrawn from the hoop used in packaging in a clear plastic bag. There was no evidence that the device was used in a pt. There was notable separation damage observed in the distal tip. Results from the visual/microscopic exam showed a break at the distal tip, indicative of a tensile type break. It was postulated that the break in the device occurred upon removal from packaging, however, efforts to reproduce this break in the lab were unsuccessful. Based on the above facts and findings, the user's complaint was confirmed. Boston scientific has determined that the most probable cause of the user's experience was related to packaging, as the data shows this device met all specs prior to packaging. A corrective action was requested regarding this potential issue. If further significant information is found, a supplemental report will follow.

Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: the hosp reported that when this product was pulled out from the hoop, a deformation was found 5cm proximal from the distal end. Though it was intended to be inserted into the catheter, it couldn't be inserted. The hosp reported the pt status was good.